Manufacturer narrative:
Resolution has been requested from the field. The field representative reported that this issue had not been reported to them in the past. Should they be notified of an intervention to take place the field representative indicated the information would be reported accordingly. Investigation is completed to this point. Should additional information become available this event will be updated.

Event description:
Boston scientific received information from a health care provider (hcp) that this cardiac resynchronization therapy defibrillator (crt-d) had detected high thresholds on this left ventricular lead and the device was programmed to vvi. At a recent interrogation, with reprogramming the device mode the thresholds were normal. The hcp discussed according to a previous x-ray it was thought that this lead had dislodged. Technical services discussed troubleshooting and advised another x-ray to further determine lead position. No adverse patient effects were reported.